Manufacturer narrative:
(B)(4). Concomitant medical products: item #010000661 g7 acetabular shell lot #6289131, item #010000847 g7 acetabular liner lot #628387, item #650-1056 biolox delta ceramic head lot #2898741, item #650-1066 taper adapter lot #2922739. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 -03589.

Event description:
It was reported that bilateral patient underwent right total hip arthroplasty. Subsequently, approximately two and a half months post op the patient began experiencing pain. The patient is scheduled to have a revision surgery due to pain and implant loosening. However, no revision procedure has been reported to date. Additional information was requested, however none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI #: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified deviations or anomalies during manufacturing, however, the deviations or anomalies would not have attributed to the event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.